Manufacturer narrative:
Initial reporter- email: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling and fluid present"

Event description:
Healthcare professional reported, right-side "swelling and fluid present." Device has been explanted and replaced.